Event description:
The facility representative reported a colleague infusion pump with a fuse issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. This device is a colleague pump with a user interface module software version of 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a fuse issue was confirmed and reproduced during product evaluation. The root cause was a blown ac fuse. The fuse was replaced to correct the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Similar reports have been received for the reported problem. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.